Event description:
It was reported that the patient's spouse wants compensation for multiple shocks on malfunctioning devices and has written a letter to start negotiations and settle out of court. It was also reported by the patient "I have suffered for years with your faulty equipment." Years of pain and suffering...yet another "faulty" device...and patient questions how much time before the device "malfunctions and attacks me." The device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.